Event description:
It was reported that during a stent placement procedure, the stent moved on the delivery device. The 80%+ stenosed lesion was located in the non-tortuous mesenteric artery. The physician experienced moderate resistance as the express biliary sd monorail premounted stent system was advanced towards the lesion. As the physician was attempting to cross the "very tight" lesion, moderate resistance was encountered and the express biliary sd stent dislodged. The dislodged stent "slid back" onto the catheter, and the stent and catheter were removed together as a unit. The procedure was successfully completed with another of the same device. No patient complications were noted and the patient's status was reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).